Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery it was noticed that an ophthalmic blade had a small piece of metal at the side port and the debris deposited into the patient's eye which was removed in the same procedure using irrigation and aspiration. The blade was not sharp. The surgery was completed using another product and there was no harm to the patient. This report is for the second patient involved in the event.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a small piece of metal at the side port during our phacoemulsification surgery today with debris in the eye during cataract surgery and the blades were dull; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos given by the customer was reviewed by the manufacturing site. The photos are of two knife blades, photo one it is unclear if there is foreign material on the blade or if it is damaged. Photo two appears to have no foreign material or damage. The report of metal debris and a dull blade could not be confirmed. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).